Event description:
It was reported that the patient presented to the hospital for follow up, the physician noted capture threshold was variable. The patient was hospitalized, on (B)(6) 2014 the patient had some episodes of asystole due to lack of capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.